Event description:
It was reported that a patient with an inflatable penile prosthesis (ipp) presented with inability to inflate the device. A revision surgery was performed, during which the physician confirmed fluid loss and identified that the original implant had a suture strike in the right cylinder. The device was explanted and replaced. There were no patient complications.

Manufacturer narrative:
Model number/catalog number: 72404156, serial number: n/a, batch/lot number: 1100715384, model/catalog description: reservoir 100 ml pc/iz, unique identifier (UDI) #: (B)(4).